Manufacturer narrative:
Correction info: based on additional information received, section h(6) method code is updated to "10" instead of "4114". That was previously, reported in the initial report. Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 12/10/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: on december 10, 2020, complaint lens was received in a different serial number¿s lens case. A different serial number¿s folding carton, patient stickers, patient ID card, dfu, and customer notes were received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received cut in half. Which is consistent with a lens, that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020. (B)(4). Device evaluation: product evaluation was not performed because the product has not yet been received for product evaluation. When the product is received, the investigation report (ir) and complaint file (if necessary) will be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) was explanted from the patient's left eye due to refractive surprise and other ocular discomfort. The replacement lens is the same model, but higher diopter, 20.5. The customer also indicated that there was a 3-months delay with an anticipated explant procedure. There was no additional medical intervention required. Patient outcome post-exchange was not reported. No further information was provided.